Manufacturer narrative:
The other additional vessel closure device referenced is being filed under a separate medwatch report number. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, the foot of the proglide device could not be deployed. While attempting to remove the proglide device is was stuck in the patient anatomy. A cut down was done to widen the access site and remove the proglide device. The foot of the proglide device was found in the open position and vessel damage was noted. An additional device was used; however, hemostasis was not achieved. 30 minutes of manual arterial compression was applied to treat the vessel damage and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the foot could not be confirmed as the foot deployment functioned as expected based on returned device analysis. The reported inability removing the device could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported difficulty deploying the foot could not be determined. The reported inability to remove the device appears to be related to the device removed with the foot in the opened position as reported. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.h6: device code 2983 removed